Event description:
The biomedical engineer (bme) reported that the vitals displayed on the bedside monitor (bsm) were not displaying at the central nurse's station (cns). There was no error message when this happened. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the vitals displayed on the bedside monitor (bsm) were not displaying at the central nurse's station (cns). There was no "comm loss" error message when this happened. During the call, the bsm started to send data, but then it gave an "input module" error. Nihon kohden technical support (nk ts) suggested they clean the connection points on the bedside and input module, turn off the bedside, and then disconnect and reconnect the input module. If the issue persisted the unit should be serviced. Follow up attempts to the customer to confirm whether the issue was resolved were not answered. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts advised the customer to verify the connections of the bedside and call back if the issue was not resolved, but no additional information was received. With the information available, a root cause cannot be determined. A loose connection on bedsides is known to cause communication loss. Network access point overload may also cause an unstable network connection and may cause devices to randomly drop connection. A review of the serial number history shows no recurrence of the reported issue.

Manufacturer narrative:
The biomedical engineer (bme) reported the vitals from the bedside monitor (bsm) was not sending vitals to the cns. Bsm is showing the information but not at the cns. There was no error message when it stopped sending the patient data. Then while on the call with the customer the bsm started to send data, but then it gave an input module error. Nihon kohden technical support (tech support) suggested to clean the connection points on the bedside and input module, turn off the bedside, disconnect and reconnect the input module, and if issue persisted, the unit should be serviced. The customer has been contacted to confirm if the issue was resolved with the information provided, but the customer had been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the bsm. Central nurse's station model: cns-9701a sn: (B)(4).

Event description:
The biomedical engineer (bme) reported the vitals from the bedside monitor (bsm) was not sending vitals to the cns. Bsm is showing the information but not at the cns. There was no error message when it stopped sending the patient data. Then while on the call with the customer the bsm started to send data, but then it gave an input module error. Nihon kohden technical support (tech support) suggested to clean the connection points on the bedside and input module, and turn off the bedside and disconnect, and reconnect the input module and if issue persisted the unit should be serviced. No patient harm reported.